Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a painful sensation at the pocket site, which continued even after turning off the implantable neurostimulator (ins) for six days. Bipolar and unipolar impedances were the same. Add'l info rec'd from the health care provider indicated that a surgical exploration of the pocket and the device system was scheduled for (B)(6) 2011 due to the acute pain. An x-ray was taken on (B)(6) 2011, the results of which showed intact integrity of both the ins and leads. The ins was deactivated on (B)(6) 2011 and the pt was given medications on (B)(6) 2011, with no change in pain from either intervention. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.